Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a tka, the plastic part of one journey tibial impl impactor broke inside the body. The piece was retrieved. Surgery was resumed, using the same device. A delay of 5 minutes was reported. No harm or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned impactor confirms the bumper has multiple scratches, burrs and deep gouges in the plastic. There are some pieces of the bumper missing. These pieces were not returned with the device. This device exhibits signs of significant wear/usage. A medical investigation was conducted and confirms this case reports a broken journey tibial impl impactor. The piece was retrieved during surgery. Based on the limited information provided the root cause of the reported impactor breakage could not be determined. The device IFU 81074901 rev. B does caution ¿instruments which have experienced extensive use or excessive force are susceptible to fracture. Instruments should be examined for wear and damage prior to surgery.¿ no patient injuries or adverse consequences were reported. No further medical assessment can be rendered at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.